Event description:
A 3-piece silicone lens model aq1016v tore prior to insertion and the cause of the lens damage was unknown. The lens was implanted and there was no pt contact or injury. An aq cartridge fp, lot number unknown, was used. The reporter could not recall the model and lot numbers of the injector used during surgery.

Manufacturer narrative:
Ht: method: a work order search for the lens was performed. Results: there were no similar complaints found within the work order.